Event description:
The patient had surgery in 2009 and felt pain in march 2010. The hospital did not found the fracture at that time. The patient had x-ray taken again and a tibia bone fracture was found. The nail was also found to be fractured. The patient will be revised.

Manufacturer narrative:
Device remains implanted. If the device or additional information becomes available it will be reported on a supplemental report.